Event description:
A malfunction with code malf 12 was reported, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to complete the pump reset and intended to call back. After the follow-up, technical support assisted the customer with resetting the pump, and the issue was resolved. The malfunction code did not recur, allowing the customer to continue using the pump. Technical support documented the resolution and closed the case.